Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via text message that they experienced low blood glucose level. Customer's blood glucose value was 37 mg/dl and sensor glucose was over 200. It was unknown that auto mode feature was active or not at the time of event. The insulin pump buttons did not work at all. Customer stated that the insulin pump had unexplained no delivery alarms. Insulin pump battery cap area did not stay closed. Battery life was diminished.the device will not be returned for analysis.